Event description:
Initial reporter indicated to a manufacturing consultant that they were having problems interrogating a vns patient. Once the patient was interrogated, the device showed high lead impedance dcdc 7. The device was programmed off and x-rays were to be taken and patient to be referred to a surgeon. At this time, no x-rays have been taken. Good faith attempts are being made for additional details surrounding the reported event.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.